Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, there were substantial reported evidence that supported the following case event. Clinical was able to confirm the secondary procedure of a reline for a non specific leak and the sac growth (with no endoleak). It was also noted that two (2) months post implant, patient was presented with right foot ischemia and occlusion of the right limb and main body stent (proximal common iliac artery) to the right common femoral artery. The suspected type 1b endoleak and dilation on the left common iliac that was reported, was refuted, instead there was evidence of an endoleak, but because there was no endoleak signs from the angiogram, it would be classified as an endoleak v. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of loss of seal was could not be determined because the source of the endoleak could not be determined after a diagnostic angiogram (type v endoleak). The most likely cause of the occlusion within the device two months post implant (right limb extension & main body stent) was the pre-existing, calcified, small diameter access pathway (cautionary product use). No procedure related harms were detected after all interventions. The patient was discharged home in stable condition after all interventions ((index, 2 month endovascular and surgical procedure) 44 month diagnostic angiogram, and, 46 month endovascular reline procedure). A review of the manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and will not returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system. (B)(4).

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent, a suprarenal aortic extension, and a limb extension. The patient had an angiogram completed on (B)(6) 2017 that showed sac growth and no endoleak or failure of the implanted devices. A follow up computed tomography (CT) showed the patient had aneurysm sac growth. The CT did not show and active endoleak, however, there was an increased dilation of the left iliac artery where there could be a suspected type 1b endoleak. The physician elected to implant an additional bifurcated stent as a precautionary measure and an iliac limb in the left iliac artery. The patient is reported as doing well post procedure. There have been no additional adverse events reported for this patient.